Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with striae in right eye post treatment. It was stated that the patient loss 2 lines of best corrected visual acuity (bcva). The patient complained of blurriness in the right eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 .25 x -1.75 x 10; left eye pre-op 20/20 .00 x -1.50 x 165.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.